Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "been at 90 since surgery. Still swollen. It's been a nightmare for me. Others have recovered better. Need left done too, probably won't after this experience"